Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 30 mg/dl. Customer treated for her low blood glucose because insulin pump kept told her that her blood glucose was low of 125 mg/dl. Customer took hot shower which lead to dropped his blood glucose level. Customer did use the auto mode feature with the insulin pump. Customer also had hyperglycemia, and her blood glucose of 300 mg/dl. Customer stated that she has had to treat him with manual injection. Customer declined to troubleshooting for hyperglycemia and hypoglycemia. Insulin pump will not be returned for analysis.